Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe adapter set had brown spots in the tubing. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and the reported condition was verified. A brown tint was observed, though it was able to be rinsed off with water. No cause was able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.